Event description:
This report was received from global pharmacovigilance (gpv) and this is a clinical report of an observational study from a physician in (B)(6) of peritonitis in a (B)(6) caucasian female subject coincident with dianeal pd1 therapy. On (B)(6) 2006, the subject began therapy with dianeal pd1 intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the subject experienced peritonitis. Treatment for the event was not reported. The primary contributing factor to the event was break in sterile technique. The patient did not recover and symptoms persisted. Causality was not reported. The event of peritonitis was likely related to a break in aseptic technique or touch contamination.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The report of use error-breach in aseptic technique, which resulted in peritonitis was confirmed because the nurse reported a break in aseptic technique (touch contamination). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.